Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller stated that for the past couple of days, pt has noticed when they attempt to recharge ins, it is already at 100% or quickly goes to 100%, they don't see it slowly incrementing to 100%. Caller stated they spoke with patient over the phone and when patient connected with the patient therapy application, it showed that therapy was off and caller walked them through turning it back on; caller forgot to have patient check ins battery level at that time. The caller was not with the patient. Technical services (tss) reviewed that if therapy is off and not depleting then ins may not be draining enough to see the decrease in battery level to 90% and would quickly charge to 100%. Tss reviewed ins should deplete as expected now that therapy has been turned on. Tss reviewed that if ins depletes and turns off, patient needs to manually turn therapy back on when after it has been charged. Tss reviewed to have patient monitor their recharging sessions and ins depletion and if needed, ins can be interrogated and recharging stats can be reviewed. Tss didn't collect recharger serial number as caller wasn't with the patient.